Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative when run on an extraction-based competitor assay (cobas liat) within an hour after the simplexa results. Run analysis of the simplexa results showed three (3) samples that were detected as follows: - sample 226.855 = s gene (CT = 31.5), orf1ab (CT = 35.2); - sample 226.800 = s gene (CT = 29.8), orf1ab (CT = 30.7); - sample 226.582 = s gene (CT = 29.4), orf1ab (CT = 30.7). Customer stated these samples were repeated within an hour on an extraction-based method, liat. It is not known if the instrument or assay was contaminated at the time of the initial test. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# us10471, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for ic failure complaints with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. Positive controls were also tested in duplicate and both targets were detected without issues (s gene: 26.6, 26.3, orf1ab: 27.3, 27.2). No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150, lot# us11325 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on three (3) patient samples that resulted positive when using the simplexa covid -19 direct assay, but resulted negative when run on an extraction-based competitor assay (cobas liat) within an hour after the simplexa results. The customer confirmed the suspected false positive results were not reported to the diagnosing physician or clinician due to the discrepancy with the liat test. No alleged harm occurred. Patient health information and sample collection method was not provided.